Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted for lot number s13h22093 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the last dwell on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to disconnect from the set up. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.